Event description:
It was reported that stent damage and stent not able to cross lesion occurred. The target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 3.50 x 16 synergy ii drug eluting biodegradable stent was advanced fro treatment. However, the physician had difficulty delivering the stent as well and noticed upon removal of the device that it had a flared stent strut in the mid portion of the stent. The vessel was prepped with a nc balloon and completed the procedure with another stent of the same size. Another procedure was performed on a mildly tortuous and moderately calcified left anterior descending artery. A 3.00 x 12 synergy ii drug eluting stent was advanced for treatment. However, physician had difficulty delivering the stent as well and noticed upon removal of the device that it had a flared stent strut in the mid portion of the stent. Procedure was completed with another stent of the same size. There were no patient complications reported on both procedure. .

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ii us mr 3.50 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the distal region of the stent were lifted and pulled in a distal direction. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesions were located in the mildly tortuous and moderately calcified right coronary artery (rca) and left anterior descending artery (lad). A 3.50 x 16mm synergy drug-eluting stent was advanced in rca and a 3.00 x 12mm synergy drug-eluting stent was advanced in lad. Both devices failed to cross and the stent struts were noted to be flared upon removal. Both the rca and lad were dilated with nc balloon catheters and the procedure was successfully completed with another of the same devices. No patient complications were reported and no harm was done to the patient.